Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). It was also noted that the patient had big t and r waves and that the patient had diabetes and was recently started on a new medication. The ventricular sensitivity was reprogrammed on the device and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.